Event description:
It was reported by the physician that the catheter was placed in 2008 in the patient's sciatic nerve with a side approach and the catheter was tunneled. The patient then received physical therapy and the catheter worked properly. The patient complained of a pinching feeling occasionally in the area of the insertion site. The catheter was discontinued at about two days later. Upon removal, no resistance was met but a small metal tip of the end of the catheter remained in the patient. The physician was able to remove the tip without any further surgery or cut down. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.